Event description:
Pt received at least 20 ect treatments in an attempt to stabilize a bi-polar condition. Pt would like to report pronounced long-term memory loss, difficulty with short term memory, aphasia, disorientation, etc. Pt has never been the same. Pt is concerned at the future of ect and encourage mfrs and physicians to strongly provide info to pts the possible serious side effects of ect.